Manufacturer narrative:
H3: one device was returned for evaluation. Service history review found no relevant history. Review of the event history log (ehl) confirmed the customer reported issue but was not duplicated through testing. The root cause of the issue was worn aged components like the motor assembly, potentiometer, leadscrew and worm coupling. All damaged parts were replaced; the sensors were recalibrated software loaded. The device passed all functional tests.

Event description:
It was reported that the pump displayed motor not running error when infusing a 30ml syringe at 22ml/hr during infusion, there was patient involvement and no patient harm.